Event description:
Edwards received notification through a clinical trial. As reported, at the patient's 7-year visit, the 26mm sapien xt valve, stenosis was moderate with a mg 29mmhg. At 8 years post procedure, the valve now showed moderate-severe mg 33mmhg. No intervention required at that time. Most recent tte during the patient's hospitalization, the valve still showed moderate-severe at 36 mmhg. The subject was discharge with no interventions completed on valve. The hospitalization was due to symptoms of aortic stenosis or complications of the valve.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. Device remains implanted.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient related factors caused or contributed to this event . A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Edwards received notification through a clinical trial. As reported, at 7 year follow up visit for a 26mm sapien xt valve, stenosis was moderate with a mean gradient of 29mmhg. At 8 years post procedure, there was moderate-severe mean gradient of 33mmhg. No intervention required at that time. Most recent tte during the patient's current hospitalization, aortic valve gradient was still moderate-severe at 36 mmhg. The patient was discharge with no interventions completed on valve. The hospitalization was due to symptoms of aortic stenosis or complications of the valve. Per recent tte, the aortic valve had severely calcified cusps, moderate annular calcification, moderate aortic valve regurgitation, moderate to severe stenosis, and the mean gradient is 36 mmhg. Ava (vti) 0.5 cm2. Lvef 55-60%.